Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that two (2) days post-aquablation procedure, the patient went into clot retention. The patient was taken back into the operating room and underwent clot evacuation to address the clot retention. It was suspected that continuous bladder irrigation had been prematurely stopped on the patient post-aquablation procedure. No adverse health consequences were reported with the patient due to this event. No malfunction of the aquabeam robotic system was reported during this event.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam robotic system was not returned for investigation of this event and is currently in use at the user facility. The investigation consisted of a review of the information received through the treating physician, a review of the device history record, log files, labeling and similar events reported to procept. A review of the device history record (DHR) ab2000-b rev. B/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's log file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the log file indicated that the system functioned as designed. The aquabeam robotic system's instructions for use (IFU), ifu0104-00, rev. C, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bleeding. 8.32. Sterile: a. After the aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. C. Start cbi per hospital protocol. Do not allow irrigation fluid bags to become empty. Monitor effluent color. A similar complaint review for a 12-month perioud was conducted, which confirmed two (2) other similar event was reported to procept. A root cause for the reported event could not be established. Information received through the treating physician indicated that continuous bladder irrigation (cbi) may have been accidentally stopped. The aquabeam robotic system instructions for use lists bleeding as a potential risk of the aquablation procedure and contains instructions to maintain cbi per the hospital's protocol and to monitor the effluent. Based on the information received, plus a review of the log file, IFU, and DHR, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.